Manufacturer narrative:
The reported events of lead damage and failure to advance stylet were not confirmed. A complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. A stylet was able to be fully inserted in the lead body and removed with no restriction. The helix was able to extend and retract and the measured full helix extension length was within specification.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead was damaged. It was also noted that the stylet was unable to be inserted into the rv lead, hence the lead could not be fixed. The lead was not used and a new lead was implanted. The patient was stable throughout the procedure.